Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the patient's surgical sites. Surgical intervention was undertaken, and the system was explanted. The patient received IV antibiotics at the hospital and was also given antibiotics following the procedure.